Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci sales professional that a patient underwent a coronary procedure in (B)(6) 2013. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the patient had a hematoma (size unknown) on the table. The patient was converted to manual compression (duration unknown) and a femostop was placed. The hematoma was resolved after 20 minutes. The patient was ambulated and discharged to home the same day with no clinical sequela noted. No further information is available.